Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the user alleged insulin pump for possible over delivering. Customer had been using insulin pump system within 48 hours of reported low blood glucose. Customer had not treated their low blood glucose. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.